Manufacturer narrative:
This report is being filed to correct the bsc aware date.

Event description:
It was reported that this system was part of an infection which was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this system was part of an infection which was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the bsc aware date.

Event description:
It was reported that this system was part of an infection which was explanted. No additional adverse patient effects were reported.